Event description:
Ad'l info provided during later contact with the customer indicated that the tubing that split was 1/4" tubing used in a sucker application; the top and bottom split approx 4" in length. Blood loss was only approx 5cc. The clinicians cut out the split section of tubing and continued to use the remaining section. There was no pt injury reported. The pt was discharged in good condition. As of july 18th there was no pt condition change reported.